Event description:
It was reported that during a patient use event, the user has reported that the device failed to shock on 5th (fifth) attempt after appropriately delivering four shocks. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).